Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient used the device at night. Patient reported he turned the device off. Patient reported a sharp pain and muscle cramps from the back to the belly. When patient turned the device back on, he felt a shock. Patient turned it off. It was reported by (B)(6), he could not move without severe pain. It was reported that the patient was taken on ambulance to the hospital and a 3 day stay. It was reported pain causing hallucinations. Patient reported they were unable to get rep to go to hospital. Patient reported pain continues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient started hurting real bad so they turned the implant off. When they tried to turn it back on later the patient felt like 100 volts were going through him so they turned the implant off again. An x-ray and CT scan were taken and they didn¿t find anything wrong. The consumer stated that the patient¿s pain was getting worse and they wanted to meet with a manufacturer representative to check the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing unusual led to the feeling of 100 volts going through them. The patient woke up, started hurting when he moved, the spasms of debilitating shocks up high continued worsening. The patient went to the hospital and spent 3 days in the hospital, drugs, hallucinations, many doctors. The final diagnosis was ¿ankolyzing¿ spondylosis. The device was ¿implanted.¿ the patient was using the device again, it helped a little. The patient was trying to learn how to live with it. The patient met with a manufacturer¿s representative (rep) on (B)(6) 2020 to get the battery recharging. The problem wasn¿t with the device. The device helped some, but the problem was worsening. They were trying to find other help.